Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) installed the electronic patient gas system (epgs) to lab use only (luo) testing equipment. He performed release testing on the unit and the epgs successfully passed all testing. As long as the inlet pressure was at least 30 pounds per square inch (psi), and the difference in pressure between the blended gas and oxygen (o2) was less than 18 psi, which are the thresholds for the low pressure alarm, there were no low gas pressure messages observed. Per data log review, on (B)(6) 2023 a perfusion screen was opened at 06:53:14 am and closed at 11:43:41 am with no indication of an issue. At 2:56:02 pm a perfusion screen was opened. At 2:57:29 pm a 'blending gas pressure low' (air) alarm occurred as reported. Multiple blending gas pressure low alarms occurred until the perfusion screen was exited at 3:27:11 pm. The log confirms the complaint, but there is no way to tell from the log if the air pressure was actually low. During testing at the service center, the service repair technician (srt) also could not duplicate the reported complaint. The epgs calibrated and passed release testing successfully with no low pressure alarms. The epgs was reconditioned. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) had a low air supply pressure alarm. As a result, an alternative device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.